Event description:
It was reported that during a lead revision (related manufacturer reference number: 1627487-2023-04215 and 1627487-2023-04216) when removing the lead the lead was fractured leaving half of the lead abandoned in the patient. The physician determined not to remove the remaining portion of the lead and left in situ.

Manufacturer narrative:
A patient had an extended procedure during a perm implant was reported to abbott. During the procedure, one of the leads that was being removed was fractured and the top half of the lead stayed in when the physician pulled the lead out. The physician determined that it was too risky to try to remove the remaining piece and it was decided to leave it in. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.